Event description:
The caller reported an issue with the t: slim x2 pump battery not charging, where the charging connection was unstable, and the silver usb port was visibly damaged. There was no adverse impact on the customer's blood glucose level. The customer was instructed on how to correctly insert the usb to prevent further damage and acknowledged the instructions. Tandem technical support decided to provide a replacement pump, and despite some technical issues, communicated the necessary steps for pump return and receipt of the replacement.